Manufacturer narrative:
E1: (B)(6). One device was received for evaluation. Visual inspection found the tamper seals to be missing and the device to be in good condition. Functional testing was able to duplicate the issue. It was determined that the blocked motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable.

Event description:
It was reported that the device exhibited error 1871. There was unknown patient involvement.